Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow-up, the pulse generator exhibited backup vvi mode. After a firmware download the device resumed normal function. The patient was asymptomatic.